Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console logs showed the qnx process io-graphics crashed which caused the aic software to reboot (systemidle:process io-graphics 339995 died abnormally). This reboot was accompanied by an unexpected shutdown alarm, and the pump flow decreased to zero before it was resumed at the previous p-level pump flow. Therapy continued before the pump was unplugged, and the console was then safely powered down. Device analysis: the failure mode was not reproduced during investigation on engineering lab bench. The io-graphics was force shutdown using a telnet command and the console responded the same as in the field. Root cause: the cause of the aic issue (unexpected shutdown alarm) was the 3rd party hardware/software that runs io-graphics. No issues were identified within the aic console related to the reported controller failure alarm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and on day four of support, the automated impella controller (aic) failure red alarm occurred and required replacement of the aic. Reportedly the patient tolerated the unplanned aic-to-aic exchange and was in stable condition following the event.